Event description:
It was reported that the pt underwent a total hip replacement on (B)(6), 2008. Due to pain and possible loosening a revision surgery was recommended. The revision surgery is not yet scheduled.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this event is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, and changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on (B)(6) 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 l on the left side. The patient was revised on (B)(6) 2012 due to pain and loosening. This is a bilateral claim. Right side case: (B)(4).